Manufacturer narrative:
The complaint could not be replicated as the device was not returned. A service history review showed the device had no similar repair or service in the past 12 months. The complaint cannot be confirmed and no probable cause could be determined due to insufficient information. Additional information in d9 - device available for eval.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a plum 360 had an issue where air went passed the pumping chamber. There was no report of patient involvement or harm.